Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial# (B)(4), implanted (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The hcp called for magnetic resonance imaging (MRI) labeling. The hcp stated the patient told them the pump was no longer being used and that "it came unattached from his spine so they disabled it." No further information was provided.